Event description:
It was reported that an unspecified malfunction alarm occurred. There is no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.